Event description:
The device was interrogated again at a later date and high impedance values were provided. The high impedance also resolved the same day no other relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Patient presented with high impedance. X-rays were performed. X-rays were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin was unable to be assessed coming through the second connector block due to the angle of the image. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. It should be noted that all of the lead electrodes or the top portion of the lead are not present in the range of the image. A strain relief bend is present, but the strain relief loop and the present of the tie-downs in the out of range portion of the patient were unable to be assessed due to the limited range of the neck area in the image. Tie-downs are not present per labeling as there is not a tie-down on the strain relief bend. A portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. It should be noted that due to the range of the ap chest image, the complete length of the lead from neck to generator could not be assessed as the image was not provided. It should also be noted that a lateral chest x-ray was provided and due to the image quality contrast, the vns lead or generator were unable to be observed or assessed. No clinical symptoms were reported for the patient. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional or relevant information has been received to date.